Event description:
It was reported that the catheter split. A 130 direxion catheter was selected for use in a hepatic artery chemoembolization procedure. During procedure, it was noted that the mid-section of the catheter ripped and split while delivering the chemo-agent. The device was removed, and the procedure was completed with another direxion. There were no patient complications and the patient was fine throughout.